Manufacturer narrative:
No patient involvement. A medtronic field service engineer visited the site. He found the rotor was hitting and stopping before homed points. He removed debris from the gantry and the completed a system check out. O-arm is now fully operational.

Event description:
A hospital representative reported that when rotating the tube from ap to lateral the system makes a loud clunking noise. No patient involvement.